Event description:
Patient experienced vcf in l4 and is began experiencing pain 4 days post procedure. L3, l5, and s1 were also treated without issue. She has pain in her in back and abdomen different from her original back pain. The original back pain is not present post procedure. She is being given a brace and time to heal on her own. Patient reports that her pain is reducing and she is more active as of (B)(6). Patient also reported that she believes the original pain is returning intermittently but is better overall. Patient has an appointment with doctor to reevaluate pain and if not resolved then an l4 vertebroplasty will be performed.